Manufacturer narrative:
Please note that the exact event date is unknown. Implant date was one or about june 15, 2011. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to physical and emotional damages from embedding, tilting, perforation and a complex removal procedure of the filter and resultant symptoms.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. Section b5: additional information received per the discovery form (df) states that six prongs perforated the wall of the inferior vena cava. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt), recurrent pulmonary embolism (pe), hypercoagulopathy, hypertension, obstructive sleep apnea, fibromyalgia, chest pain/discomfort, obesity, peptic ulcer, depression and anxiety. In addition, the patient had been recently admitted with a small pe in the right pulmonary artery. The filter was implanted without complication. Approximately six years and eight months after the index procedure, the patient became aware of six of the filter strut prongs had perforated inferior vena cava (ivc) wall. Approximately six years and eleven months after the index procedure, the filter was successfully removed via the patient's right internal jugular vein. An examination of the explanted filter revealed that it was intact and a venocavogram revealed there was no thrombus within the ivc or bilateral iliac veins. Subsequently, a post-procedural the three barbs embedded in the inferior vena cava wall. The medical records state that these barbs were of no clinical consequences. Additional information received indicates that the patient experienced chest wall pain after removal of the filter. The patient continues to experience stress and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. The nausea, weakness, chest pain and anxiety experienced by the patient do not represent device malfunctions. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to physical and emotional damages from embedding, tilting, perforation and a complex removal procedure of the filter and resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported, the patient underwent placement of an optease vena cava filter. Additional information received indicates that the patient had a history of deep vein thrombosis, recurrent pulmonary embolism (pe), hyper-coagulopathy, hypertension, obstructive sleep apnea, fibromyalgia, chest pain/discomfort, obesity, peptic ulcer, depression and anxiety. Immediately prior to the index procedure, the patient had a small pe in the right pulmonary artery. There were no complications during the index procedure. The patient's condition was stable after the procedure. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to physical and emotional damages from embedding, tilting, perforation and a complex removal procedure of the filter and resultant symptoms. Seven days after the index procedure the patient was hospitalized for nausea and weakness. The patient¿s anticoagulation therapy dose was reduced and the symptoms resolved. The patient was subsequently discharged. Approximately six years and eight months after the index procedure, the patient became aware of the filter perforating the inferior vena cava walls. Approximately six years and eleven months after the index procedure, the filter was successfully removed via the patient's right internal jugular vein. An examination of the explanted filter revealed that it was intact and a venacavogram revealed there was no thrombus within the inferior vena cava (ivc) or bilateral iliac veins. Subsequently, a post-procedural venacavogram noted three barbs embedded in the inferior vena cava wall. The medical records state that these barbs were of no clinical consequences. Additional information received indicates that the patient experienced chest wall pain after removal of the filter. The patient continues to experience stress and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. The nausea, weakness, chest pain and anxiety experienced by the patient do not represent device malfunctions. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, recurrent pulmonary embolism, hyper-coagulopathy, chest pain/discomfort, obesity, peptic ulcer, depression and anxiety. Immediately prior to the index procedure, the patient had a small pulmonary embolism in her right pulmonary artery. There were no complications during the index procedure. The patient's condition was stable after the procedure. Seven days after the index procedure the patient was hospitalized for nausea and weakness. Her anticoagulation therapy dose was reduced, the symptoms resolved, and the patient was discharged.   Approximately six years and eight months after the index procedure, the patient became aware of the filter perforating the inferior vena cava walls. Approximately six years and eleven months after the index procedure, the filter was successfully removed via the patient's right internal jugular vein. An examination of the explanted filter revealed that it was intact and a vena cavogram revealed there were no thrombus within the inferior vena cava or bilateral iliac veins. Subsequently, a post-procedural venacavogram noted three barbs embedded in the inferior vena cava wall. The medical records state that these barbs are of no clinical consequences.   Additional information received per the patient profile form (ppf) states that the patient experienced pain in her chest wall after removal of the filter. The patient continues to experience stress and anxiety.

Manufacturer narrative:
The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Implant date was stated to be (B)(6), 2011. Additional information is pending and will be submitted within 30 days of receipt